Event description:
It was reported that two emboshield nav6 embolic protection systems (eps) were opened and both of the rx retrieval catheters had a white paste at the tip when taken out of the package. The first rx retrieval catheter was not used and there was no patient involvement. The second rx retrieval catheter was flushed and advanced; however, difficulty was experienced when delivering the rx retrieval catheter through the stent. No patient effects have been reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the procedure was a carotid artery stenting. Although difficulty was experienced delivering the rx retrieval catheter through the implanted stent, the retrieval catheter was able to successfully retrieve the filtration element from the patient anatomy without any issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported substance was not confirmed. The reported resistance was not tested as it was based on case circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Use after damage. Date of event has been estimated. Date of angiogram has been estimated. The additional emboshield nav6 device referenced is being filed under a separate medwatch report. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.